Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, patient orders were not showing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was determined that patient orders were not transmitting into pyxis. A technical support specialist advised the user to undo the discharge, but an error indicated the feature was not turned on. The user was also advised to enable the setting in the location facilities to reverse discharge. The technical support specialist confirmed that coordination with bd engineers had been arranged to test recent adjustments. The system functioned as intended after investigated the device.